Event description:
Ous MDR - during ventricular threshold measurements, no capture was seen at maximum output. An x-ray showed a "broken" lead near the tricuspid valve. There were no event or implant dates provided. Device remains implanted. There was no mention of any intervention performed.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The info received did not allow to conclude about possible causes of this incident. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.